Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found numerous kinks in the sheath. The tip had damage consisting of flared tri-cuts and abrasions on the inside of the sheath tip. The implant had anchor damage and the anchors were piercing the sheath. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The deployment knob was bent. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event as the sheath was damaged by the anchors. Media review: two images attached to the complaint records were reviewed by a bsc quality engineer. The images depict the anchors of the closure device piercing the wds sheath as identified during device analysis.

Event description:
Reportable based on returned device analysis completed on 16 november 2023. It was reported that damage to the watchman delivery system (wds) occurred. A left atrial appendage (laa) closure procedure was being performed and a 30mm watchman laa closure device & delivery system (wds) was deployed in the laa. The closure device did not meet release criteria and was fully recaptured. The closure device was difficult to be recaptured due to the improper positioning of the closure device. Upon full recapture of the closure device, the anchors of the closure device scraped the wds. The tip of the wds was seen to be slightly bent, and the hook of the closure device protruded out of the wds sheath, which was suspected to be caused by the closure device hook puncturing the sheath tube. A new wds was used to complete the procedure. No patient complications were noted. However, the returned device analysis revealed numerous kinks along the wds sheath, anchors damage, and tip damage consistent with deploying and recapturing the closure device.